Manufacturer narrative:
Please note that device is available for testing and evaluation but the engineering report is not yet available. Additional info received will be submitted within 30 days upon receipt.

Event description:
The report received from the affiliate indicated that the 3.0x13mm cypher stent was delivered and inflated at the target lesion at 12atm. While the balloon was being deflated, the physician found that a large amount of blood was pulled back. Therefore, he removed the sds from the pt and found the shaft leakage at 5cm proximally from the balloon. A different balloon was used for post-dilation and the procedure was safely finished. There was no pt injury reported. The product was clinically used and will be returned for analysis.